Event description:
Device report from synthes gmbh reports an event in (B)(6) as follows: it was reported the tip of the screwdriver broke. The event occurred on an unknown date. No further information available. This report is for a screw-driver-hex 3.5mm w/t-handle f/pedic s. This is 1 of 1 device for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: date of event is unknown. An additional evaluation was conducted by synthes gmbh and the report indicates: the investigation showed that the centering pin was completely broken off due to mechanical overloading during use. The file history records where reviewed and showed conformity with the material and manufacturing specifications at the time it left the manufacturing plant. No product or material related condition was found. Manufacturing documents were reviewed and no complaint related issues were found. Placeholder.